Manufacturer narrative:
The customer reported the event occurred the week of (B)(6) 2018. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified occlusion error which was not reproduced. The upstream occlusion alarms were verified through a review of the event history log and found to be caused by out of specification upstream fluid numbers of a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. The event history log also found downstream occlusion alarms, however the log does not distinguish true and false alarms. The device was inadvertently not evaluated for a downstream occlusion error. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion alarm. There was no patient involvement. No additional information is available.